Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that nine (9) years post-implantation of this 19mm surgical valve, a transcatheter valve was implanted due to severe aortic stenosis. A #23 transcatheter valve was implanted and tee revealed excellent hemodynamics with no evidence of perivalvular leak. The patient tolerated the procedure well and was transferred to the ICU, post-operatively.